Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The screw came out of the handle of the handpiece. The screw was then lost in processing. Tka procedure. The screw was found after the case. It was not left in the patient.

Manufacturer narrative:
. Reported event: the screw in the handpiece handle was loose/fell out. Product history review: device history records indicate (B)(4) were manufactured under lot k09cy and (B)(4)including 4201918 were accepted into final stock on 4/17/2017. A review of (B)(4) revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to parts in lot number k09cy, p/n 209063 shows 2 other complaint(s) related to the failure in this investigation. Complaint investigation(s): 1637210, 1674841. Visual inspection: visual inspection revealed no physical damage of unit. The screw was outside of the unit. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Material analysis: material analysis was not completed because the failure was functional. Functional inspection: the handpiece motor and electronics function as intended. Conclusion: the screw holds the handle in place. If the screw backs out then the handle can fall. Nc/CAPA history review: a review of stryker¿s nc/CAPA database indicated that nc (B)(4) and CAPA (B)(4) are associated with the failure mode reported in this event. Trend #(B)(4).

Event description:
The screw came out of the handle of the handpiece. The screw was then lost in processing. Tka procedure.the screw was found after the case. It was not left in the patient.